Event description:
It has been reported to philips that the fluoroscopy stopped working. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that fluoroscopy stopped working. Review of the system log file showed that confirmed the malfunction as the internal inverter was faulty. Upon troubleshooting, fse found point in the generator was bad. To resolve the issue, fse replaced the power inverter (point) certeray. The system was returned to use in good working order. The codes were updated based on the investigation outcome.